Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description:artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing weakness in her left leg. The physician did not believe that the leg weakness was device related, but did believe that it was maybe from scar tissue removal or nicking a nerve during previous revision procedure. The patient was receiving round of steroids medication as precaution.

Manufacturer narrative:
Additional information was received that the patient's leg weakness had been resolved.

Event description:
A report was received that the patient was experiencing weakness in her left leg. The physician did not believe that the leg weakness was device related, but did believe that it was maybe from scar tissue removal or nicking a nerve during previous revision procedure. The patient was receiving round of steroids medication as precaution.